Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced due to an unknown reason. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088112.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced due to an unknown reason. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility. Additional information was received that the reason for lead replacement was due to physicians preference.